Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 7 of 10. The home patient (hp) stated, she had disconnected before and forgot to press stop and close the clamp and she did not use a flexicap on the patient line. The baxter technical service representative (tsr) had the hp cycle power to se 2367 and the tsr had the hp cycle power to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised them to contact the nurse. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. All bags were properly connected. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. A batch review could not be performed as the lot number was unknown. If additional information becomes available, then a follow up report will be sent.